Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "nonqualified operator". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the patient thought the curve on the tip of the magic3 go male coude catheter was too high and caused scrapes . No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient thought the curve on the tip of the magic3 go male coude catheter was too high and caused scrapes . No medical intervention was reported.